Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient¿s attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced grade 4 rectocele, enterocele, hypermobile urethra, vaginal vault descent, urinary stress incontinence, scarring, small bleeders, incidental cystotomy (organ perforation) and required additional surgical and non-surgical interventions.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.